Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin during the load sequence. Reportedly the customer was overfilling the cartridge, using cold insulin, and not completing the air removal step. Tandem technical support advised customer on the proper load process. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.